Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following; the reported event was not reproduced. The exact cause of the reported event could not be conclusively determined. However, there is possibility that the reported event was caused by temporary failure of electronic board or problems other than the device. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was intermittent. There was no report of patient injury associated with this event.